Manufacturer narrative:
The cobas c 303 analytical unit serial number was (B)(6). Based on the provided data, the qc was not acceptable. The field service engineer checked the instrument and found salt deposits in the vacuum nozzles' tubes on the wash station. He replaced the piercer and cleaned the vacuum nozzles' tubes. He also cleaned the sample probe from the inside. A hardware performance check and qc were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant c-reactive protein IV assay on a cobas c 303 analytical unit. Initial result: 0.6 mg/l (accompanied by a data flag). The sample was automatically repeated by the analytical unit (since the customer had a rule in place to repeat all samples tested for tina-quant c-reactive protein IV and accompanied by a data flag). Repeat result: 20.1 mg/l. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.